Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and there was apparent explant damage. (B)(4): the lead was returned in segments, analyzed and no anomalies were found. It was noted that all conductors were stretched, there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation had a cosmetic depression, there was apparent explant damage and the lead was stretched. (B)(4): the full lead was returned in segments, analyzed and no anomalies were found. It was noted that there was blood/body fluid on all conductors (not obstructed), the outer insulation was melted, the outer insulation was pulled apart due to overstress, the outer insulation had cosmetic environmental stress cracking, the outer insulation had a cosmetic depression, the helix/lobe was distorted/bent, there was blood in/on the helix/lobe mechanism, the guidetooth was damaged and there was apparent explant damage.

Event description:
It was reported that during the extraction, the axillary vein was torn. The leads were explanted and replaced. No further patient complications have been reported as a result of this event.